Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated upper and lower abdomen and flanks with coolsculpting developed paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report of a patient treated with coolscuplting to the upper and lower abdomen and flanks on (B)(6) 2020 and (B)(6) 2021 using the cooladvantage cool core and cool curve applicators and developed paradoxical hyperplasia (pah/ph).